Event description:
Customer reports meter results of 700 mg/dl, while using the active system. Meter results are out of device display range of 10-600 mg/dl. No quality controls info was provided. No adverse event reported. Request for return of system was made, however, customer does not know the location of the device. Customer is using another non-roche device at present, no replacement was sent.